Manufacturer narrative:
Specific information with regard to patient age, and weight were not provided. It was reported that the doctor's office autoclaved crowns that contains amalgam, sourced the amalgam and scrapped them for over ten (10) years. The employee had experienced a tingling sensation in her hands. The employee sought medical attention with a chelation therapist and is currently undergoing chelation therapy. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor's office alleged that two (2) employees had experienced high levels of mercury readings due to the handling and processing of used amalgam. This is the second of two (2) reports.